Event description:
It was reported during a diagnostic laparoscopy upon insertion into the abdomen with the arming button armed, the trocar shield did not release and cover up the blade, leaving the blade exposed. There was no consequence to the pt.

Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: bullet tip condition, conforming; desufflation lever condition, conforming; inner gasket condition, conforming; latch condition, conforming; outer gasket condition, conforming; reset button condition, conforming; sleeve condition, conforming; stopcock condition, conforiing and trocar condition, conforming. Functional tests & results: does safety shield retract, conforming; flapper door functional, conforming and lockout functional, conforming. Analysis conclusion: based upon the inquiry info, visual examination and functional test, no conclusion could be reached as to how the reported "trocar shield did not release and cover up the blade, leaving the blade exposed" during surgery occurred. The device was examined, found to be functional, and was cycled repeatedly without incident. The device was tested using a porvair siumulation of skin and found to function as intended. The experience reported by the surgeon could not be repeated during testing.